Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer made several barcode reader adjustments and replaced the barcode ribbon. He also performed a barcode read rate test with 100% accuracy. The instrument was returned into service after the completion of repairs. The root cause is unknown based on the available information. The instrument log and additional event specific information was not supplied by the customer.

Event description:
The customer reported that the printouts and workstation displays for four patient samples generated from a coulter lh 750 hematology analyzer possessed patient demographics belonging to other patients. The results and demographics in the laboratory information system (lis), where results are reported from, were correct for all patients. The printouts for only one patient involved in the event was provided by customer and confirmed the issue. All sample barcodes read correctly and the patient samples were run in primary mode. No erroneous results were reported out of the lab and hence no death, serious injury, or affect to patient treatment was associated or attributed to this event. The customer indicated that they do not reuse patient identification numbers and that the instrument's to do worklist is cleared every day. The instrument's checksum digit was enabled during this event.